Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a scheduled follow-up, the right ventricular (rv) pacing lead impedance increased. The rv lead could not sense the patient's intrinsic rhythm and was unable to capture the right ventricle. An x-ray examination revealed the rv lead was dislodged. The rv lead was repositioned and the event resolved. The patient was stable.